Event description:
It was reported that upon interrogation while the pulse generator was still in the shipping package, the device exhibited premature elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.